Manufacturer narrative:
Investigation at the hospital has been performed by our field service engineer. Trouble shooting revealed that the unit had a defective mains inlet and a broken fuse. The mains inlet was replaced, and the compressor was returned to service after successful function check. The mains inlet was received for investigation. The mains inlet was received with visible accumulation of dust. This gives an indication that there has been a long time since the last preventive maintenance. Ocular and microscopic investigation indicates that there has been a high temperature in the fuse holders that has caused the fuse to be burnt in to the fuse holder. The mains inlet was measured electrically and there was an higher resistance than normal in the fuse holder due to the fuse that was burnt in to the fuse holder. If the mains inlet is broken, the compressor will not start. If the failure occurs with a ventilator connected to the compressor, the supply of air stops. The ventilation will continue with o2 gas. Several alarms will be generated by the ventilator when the air supply stop. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet.

Event description:
(B)(4).

Event description:
It was reported that the compressor would not start. There was no patient involvement. (B)(4).